Event description:
It was reported that the patient had increase in pain. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. Based calculation on: 5.6v, 330us, 40 hz, and 24/7 use, 240 ohms. Estimation was 10 months. The electrode impedances were normal range except #2 pairs were all > 10k per caller and but there were no low impedances. However, the electrode #2 was not used in programming. The patient had been seen for reprogramming to improve coverage due to increase in pain. The patient had 2 devices and this one was for right arm coverage and per the lead configuration, it appeared they were using a 565 with this ins. It was indicated that there was not malfunctions, the patient had growing tumor on spinal cord therefore pain spreading to other areas. There were no plans for intervention. The patient reported improved pain level after reprogramming (from 10 to 4). Refer to manufacturer report: 3004209178-2012-09202

Manufacturer narrative:
Concomitant medical products: product ID 748966, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 748966, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3986a, lot# n171052, implanted: (B)(6) 2009. Product type: lead: product ID 3986a, lot# n132039, implanted: (B)(6) 2009. Product type: lead: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).